Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed an ¿unable to proceed¿ alert during the rewind and fill tubing process, persisted after multiple restarts, and was deemed nonfunctional, leading to replacement and user education on shutdown and data sync. Symptoms included no reported changes in blood glucose and no injury. Outcomes included device replacement and continued cgm use with the dexcom app or receiver. Investigation included remote troubleshooting, verification of shipping details, return authorization, and instruction to shut down the device to prevent further alerts. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.